Event description:
The lens was removed and replaced with a monofocal lens, due to the inability of the pt to adapt to the multifocality of the lens. Pt was dissatisfied with her vision.

Manufacturer narrative:
Lens was received and inspected under 10x magnification, no defects found. Diopter measured correct as labeled. Prod history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is mfg related. Pt was unable to adapt to the multifocality of the lens. Visual effects are a known possible side effect of multifocal lens implantation.